Manufacturer narrative:
Quality-safety evaluation of ptc: lot number 628054 (production date aug-2008, expiration date aug-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain, pelvic pain. She underwent hysterectomy and double adnexectomy. This event is anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that after the procedures, she recovered from pelvic pain. Based on this information and its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. A review of similar cases for this batch resulted in no unusual pattern identified.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) -year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. In 2009, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), migraine ("migraine"), back pain ("lumbar pain"), pain in extremity ("leg pain"), swelling ("swelling"), weight increased ("weight gain"), dermatitis allergic ("skin allergy"), skin reaction ("skin reaction"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), fluid retention ("fluid retention"), autonomic nervous system imbalance ("dysautonomia"), anaemia ("constant anemia") and blood cholesterol increased ("cholesterol levels increased"). On an unknown date, the patient experienced depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and double adnexectomy). In 2015, the pelvic pain, swelling and skin reaction had resolved. At the time of the report, the migraine, back pain, pain in extremity, weight increased, fibromyalgia, arthralgia, fluid retention, autonomic nervous system imbalance, anaemia, blood cholesterol increased, depression and anxiety outcome was unknown and the dermatitis allergic had resolved. The reporter considered pelvic pain, migraine, back pain, pain in extremity, swelling, weight increased, dermatitis allergic, skin reaction, fibromyalgia, arthralgia, fluid retention, autonomic nervous system imbalance, anaemia, blood cholesterol increased, depression and anxiety to be related to essure. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Most recent follow-up information incorporated above includes: on 21-nov-2016: nca number provided: (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She underwent hysterectomy and double adnexectomy. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that after the procedures, she recovered from pelvic pain. Based on this information and its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain, pelvic pain") in a (B)(6) year-old female patient who received essure (batch no. 628054). The occurrence of additional non-serious events is detailed below. Concomitant products included tramadol and buprenorphine. On (B)(6) 2009, the patient started essure. On (B)(6) 2009, the same day after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("migraine"), back pain ("lumbar pain"), pain in extremity ("leg pain"), swelling ("swelling"), weight increased ("weight gain"), dermatitis allergic ("skin allergy"), skin reaction ("skin reaction"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), fluid retention ("fluid retention"), autonomic nervous system imbalance ("dysautonomia"), anaemia ("constant anemia"), blood cholesterol increased ("cholesterol levels increased"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), constipation ("constipation"), sciatica ("sciatica"), vertigo ("vertigo"), urinary tract infection ("urinary infections"), vaginal infection ("repeated vaginal infections"), dysmenorrhoea ("menstrual period pains"), menorrhagia ("abundant menstrual bleeding"), iron deficiency ("iron deficiency"), ovulation pain ("pain when ovulates") and fatigue ("constant tiredness"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), uterine leiomyoma ("uterine fibroid"), premature menopause ("early menopause") and adverse event ("symptoms nos"). The patient was treated with alprazolam, tapentadol, sulpiride (sulpirid), amitriptyline hydrochloride (tryptisol), naproxen, duloxetine, lactulose (duphalac), hyoscine butylbromide (buscapina), morphine, iron, tonopan (tonopan [butalbital,caffeine,dihydroergotamine mesilate,propyphenazone), metamizole magnesium (nolotil), dexketoprofen trometamol (enantyum), diazepam, flunarizine dihydrochloride (flurpax) and surgery (hysterectomy and double adenexectomy on (B)(6) 2015). Essure was withdrawn. In 2015, the pelvic pain, swelling and skin reaction had resolved. At the time of the report, the allergy to metals, migraine, anaemia, depression, anxiety, iron deficiency, fatigue and premature menopause had not resolved and the back pain, dermatitis allergic, fibromyalgia, abdominal pain, constipation, sciatica, vertigo, urinary tract infection, vaginal infection, dysmenorrhoea, menorrhagia and ovulation pain had resolved and the pain in extremity, weight increased, arthralgia, fluid retention, autonomic nervous system imbalance, blood cholesterol increased, uterine leiomyoma and adverse event outcome was unknown. The reporter considered pelvic pain, allergy to metals, migraine, back pain, pain in extremity, swelling, weight increased, dermatitis allergic, skin reaction, fibromyalgia, arthralgia, fluid retention, autonomic nervous system imbalance, anaemia, blood cholesterol increased, depression, anxiety, abdominal pain, constipation, sciatica, vertigo, urinary tract infection, vaginal infection, uterine leiomyoma, dysmenorrhoea, menorrhagia, iron deficiency, ovulation pain, fatigue, premature menopause and adverse event to be related to essure. The reporter commented some of the presented events (most of them) were resolved/disappeared after the surgery to remove essure. The patient received treatment for fibromyalgia because they thought that the pain could be related (adolonta, tramadol, celexia, morphine) but the drug could not relieve the symptoms (discomfort, inflammation, leg pain). At the moment of this report the patient is under treatment for depression (calexia, duloxetina) as a consequence of the events. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4018 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 628054 (production date aug-2008, expiration date aug-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 05-sep-2017: allergy to nickel was deleted and it was added as concomitant disease. New events added: candidiasis, different mouth infections, cracked tongue, irregular menstruations with abundant with clots, renal colic, inflammation in her legs, fainting, one device was expelled after first menstruation. The outcome for the events reported was added as recovered. Treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 14-sep-2016 who had essure (fallopian tube occlusion insert) inserted in 2009. In 2009 the consumer started experiencing pelvic pain, migraine, lumbar pain, leg pain, swelling, weight gain, skin allergy, skin reaction, fibromyalgia, joint pain, fluid retention, dysautonomia, constant anemia, and cholesterol levels increased. On an unspecified date the consumer experienced depression and anxiety. The skin reaction, swelling and the pelvic pain disappeared in 2015 after the procedures hysterectomy and double adenexectomy. She commented that she has presented other symptoms but she did not specify all the events. The consumer received: alprazolam (alprazolam), tramadol (tramadol), tryptisol (amitriptyline hydrochloride), palexia, sulfirida, vimovo, xeristar, dulfholac and feliben as concomitant medications. All events were considered related to essure by consumer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She underwent hysterectomy and double adenexectomy. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that after the procedures, she recovered from pelvic pain. Based on this information and its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Concomitant products included tramadol and buprenorphine. On (B)(6) 2009, the patient started essure. On (B)(6) 2009, the same day after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("migraine"), back pain ("lumbar pain"), pain in extremity ("leg pain"), swelling ("swelling"), weight increased ("weight gain"), dermatitis allergic ("skin allergy"), skin reaction ("skin reaction"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), fluid retention ("fluid retention"), autonomic nervous system imbalance ("dysautonomia"), anaemia ("constant anemia"), blood cholesterol increased ("cholesterol levels increased"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), constipation ("constipation"), sciatica ("sciatica"), vertigo ("vertigo"), urinary tract infection ("urinary infections"), vaginal infection ("repeated vaginal infections"), dysmenorrhoea ("menstrual period pains"), menorrhagia ("abundant menstrual bleeding"), iron deficiency ("iron deficiency"), ovulation pain ("pain when ovulates") and fatigue ("constant tiredness"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), uterine leiomyoma ("uterine fibroid"), premature menopause ("early menopause") and adverse event ("symptoms nos"). The patient was treated with alprazolam, tapentadol, sulpiride (sulpirid), amitriptyline hydrochloride (tryptisol), naproxen, duloxetine, lactulose (duphalac), hyoscine butylbromide (buscapina), morphine, iron, tonopan (tonopan [butalbital,caffeine,dihydroergotamine mesilate,propyphenazone), metamizole magnesium (nolotil), dexketoprofen trometamol (enantyum), diazepam, flunarizine dihydrochloride (flurpax) and surgery (hysterectomy and double adnexectomy on (B)(6) 2015). Essure was withdrawn. In 2015, the pelvic pain, swelling and skin reaction had resolved. At the time of the report, the allergy to metals, migraine, anaemia, depression, anxiety, iron deficiency, fatigue and premature menopause had not resolved and the back pain, dermatitis allergic, fibromyalgia, abdominal pain, constipation, sciatica, vertigo, urinary tract infection, vaginal infection, dysmenorrhoea, menorrhagia and ovulation pain had resolved and the pain in extremity, weight increased, arthralgia, fluid retention, autonomic nervous system imbalance, blood cholesterol increased, uterine leiomyoma and adverse event outcome was unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2017: information from consumer: essure procedure dates and lot number were provided; treatment and concomitant drugs were added; new events were also added. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain, pelvic pain. She underwent hysterectomy and double adnexectomy. This event is anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that after the procedures, she recovered from pelvic pain. Based on this information and its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought.